Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to foreign object came out of the nozzle, additional evaluation findings are as follows: due to clogging of nozzle water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had a white-clouded area, switch 2 had a cut, universal cord had a scratch, protector of universal cord on control section side had a scratch, suction connector had discoloration, adhesives around objective lens has white-clouded area, light guide lens had a crack, adhesives around light guide lens has white-clouded area, plastic distal end cover has a scratch, and connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had water supply failure. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: foreign object came out of the nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿. Evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.